Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported and observed damage is user error, specifically, the application of excessive force during suture tensioning. Improper techniques, such as pulling too forcefully or adjusting the suture against a sharp or rough edge, may result in suture breakage. Directions for use dfu-0147-eor5_fmt_en - tightrope® devices g. Precautions 1. Knee tightropes only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/01/2025, it was reported by a sales representative via (B)(4) that an ar-1288rtt2-ibs and an ar-3780sp malfunctioned during the case. The tightrope feature of the product ar-1288rtt2-ibs ripped during tensioning of the graft into the femoral tunnel. The graft had to be pulled out and re-prepped using product: ar-1588rtt2-ib. During the same case, one of the suture limbs of product: ar-3780sp tore off, rendering the implant unusable. This was discovered during the case with no patient harm.